Event description:
I used btl machine called emsella. It damaged my muscles permanently, entire pelvic floor, ham[invalid], adductors and glutes including muscles, smashing them and injuring nerves. The signal had travelled as far as my hands, chest, breast, neck, face, and head. In fact I am worried that the electric coil was broken and instead of electromagnetic signal it was delivered electric signal and electrocuted my entire body. All muscles shortened some were injured and bruised where the signal was tapping directly, entire vagina is damaged, I have burning pain inside pelvis in vagina, it damaged my ham[invalid], I cannot walk, this is sham and scam technology unless the provider used it wrongly. Ear disapprove it. I have used it london UK but want to warn you about it. Btl (I used it in (B)(6). Weak pelvic floor muscles wanted to improve but damaged all muscles for life).